Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Analysis was unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer reported that the pump cracked right where reservoir goes into but it was still functioning. The customer reported that there was damage near the reservoir compartment right above the o-ring and go down passed o-ring. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.